Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage (ptcd) procedure using the navarre opti drain drainage catheter. It was reported that after the procedure, a fracture of the drainage catheter connector was allegedly observed. The catheter was replaced with a new drainage catheter. There was no reported patient injury.